Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 422 mg/dl and as low as 50 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised their blood glucose fluctuated from 422 mg/dl down to 50 mg/dl. Customer was advised to monitor their blood glucose levels until they receive and properly program a new meter.